Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -06.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a shorter length lens in a second surgery on (B)(6) 2022 due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight - unk; ethnicity - unk; race - unk. Claim# (B)(4).